Manufacturer narrative:
The device has been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
On (B)(6) 2026, a healthcare professional reported that the appliance broke. The doctor reused a recycled product box from a different patient. The device was delivered to the patient on (B)(6) 2026. The incident took place, and the patient reported the issue on (B)(6) 2026. The patient discontinued using the device on (B)(6) 2026. No permanent injuries were reported.